Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning as intended. During troubleshooting with tandem technical support, the customer confirmed the pump still turned on when plugged into a power source. Customer's blood glucose level was 324 mg/dl. Reportedly, the customer had back up humalog and lantus injections for continued insulin therapy.